Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this lead was found to be dislodged and was explanted at a hospital other than the one it was implanted in. No date of explant was provided and the lead was not returned.